Manufacturer narrative:
The returned cardiac resynchronization therapy pacemaker (crt-p) was thoroughly inspected and analyzed. Pacing output was tested which showed normal pacing output in the right atrial (ra), right ventricular (rv), and left ventricular (lv) port. A high-powered visual inspection noted damage to the left ventricular (lv) lead seal plug; this damage was consistent with the setscrew having been pulled through and out of the seal plug and then put back into the setscrew threads through the seal plug. This action caused seal plug material to be pushed into the lv tip terminal block and setscrew threads. The lv setscrew became stuck in the down position due to seal plug material in the threads. This resulted in the reported clinical observations of inability to secure an is4- lv lead in the lv lead barrel.

Event description:
It was reported that during the procedure there was an issue with the is4 connection of this device, and it was not possible to connect the lead in the header properly as a result. Despite adjustments the procedure was not completed with this device. The device was returned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the procedure there was an issue with the is4 connection of this device, and it was not possible to connect the lead in the header properly as a result. Despite adjustments the procedure was not completed with this device. The device was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the procedure there was an issue with the is4 connection of this device, and it was not possible to connect the lead in the header properly as a result. Despite adjustments the procedure was not completed with this device. The device was expected to be returned. No adverse patient effects were reported.